Manufacturer narrative:
Date of device removal is not known. The 510k: this report is for seven (7) unknown va locking screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant and date of explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it is reported during a procedure to remove a variable-angle (va) locking compression plate (lcp) distal tibial plate and seven (7) screws, the heads of all seven (7) distal 2.7mm va locking screws broke off when surgeon attempted to disengage them from the plate. The shafts of each screw remain embedded in patient bone. No surgical delay was reported. Concomitant devices reported: va-lcp anterolateral distal tibial plate (part number unknown, lot number unknown, quantity 1). This report is for seven (7) unknown va locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported later that the surgery was a planned removal surgery.